Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. Customer stated that the threshold suspend activated when her cgm stated 76 mg/dl but her finger stick was 121 mg/dl. Customer stated that the threshold keeps beeping and she had to turn them off. Customer stated that she also had a finger stick of 209mg/dl when she was at 76 mg/dl. The customer was advised to work with her trainer and call the helpline.